Event description:
General report received of an unspecified number of undocumented incidents of the shut-off valves of the solusets did not close. The solusets were being used to deliver unspecified solutions. After unspecified lengths of time in use, the solutions emptied from the solusets and the shut-off valves remained "in the vertical position, attached to the side." Though requested, no additional information was provided.

Manufacturer narrative:
One opened representative device was evaluated. The device passed testing. The shut-off valve closed when the soluset emptied. This report represents all the information known by the reporter upon query by hospira personnel.